Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trg implantable cardioverter defibrillator, implant (B)(6) 2006. 419488 implantable pacing lead, implant (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a gradual increase of impedance for approximately a year and a sudden drop of rv sensing. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.